Event description:
Healthcare professional (hcp) reports 3 incidents of blood leaking as a result of a cracked header. Noted during middle to end of pt's treatments. Blood was noted to be seeping out under the arterial header onto the dialyzer casing. Treatments were discontinued at time of reported incidents and blood was returned. Minimal blood loss reported. Treatments were resumed with new disposables and completed without incident. No pt injury or medical intervention reported per hcp.